Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a posterior fusion procedure. It was reported that intra-operatively, the thoracic probe was hard to attach because the thoracic probe was bent. The thoracic probe passed verification and was used for the procedure. Surgery was completed using the navigation system and there were was no reported surgical delay. There was no reported impact to patient outcome.

Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that the probe had impact marks on it, resulting in the reported fit issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.